Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2implantable collamer lens of diopter -6.0/+1.0/174 (sphere/cylinder/axis) into the patient's right eye (od) in (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2024 the lens was explanted. On the same day separate surgery the lens was replaced with the same model, length lens and the problem was resolved. Status of the eye: "patient will be closely monitored" and "patient is happy". The reporter indicated the cause of the event is unknown. H6- health effect- impact code: "2199" should be removed and "4627" should be added. H6- medical device problem code: "2993" should be added. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6; -15/-2.50/89 (sphere/cylinder/axis) implantable collamer lens had tore during injective/delivery into the patient's left eye (os) on (B)(6) 2022. There was patient contact with no injury, but the lens was not implanted. On (B)(6) 2022 a replacement lens of the same length was implanted and this resolved the problem. The cause of the event was reported as unknown and noted "lens did not separate from the foam tip during injection".

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Disregard supplemental report #1. Submitted in error, information in not applicable. Claim# (B)(4).